Event description:
Recipient went to the hospital because he felt something behind the ear. An extruded and visible electrode lead was observed. Repositioning surgery took place on the (B)(6) 2019. As per information received on the 3rd of may, 2019 the recipient's hearing performance is reported to have declined. Another revision surgery to re-insert the electrode array was performed on (B)(6) 2019. Reportedly, a full insertion was achieved and the recipient has been reactivated without issues.

Manufacturer narrative:
Conclusion: according to the information from the field a part of the electrode lead extruded through the skin behind the pinna. Reportedly the surgical wounds had healed completely after the initial implantation surgery, and the electrode lead did not extrude along the incision line. A revision surgery took place successfully. Reportedly after revision surgery the active electrode partially migrated out of cochlea as confirmed by diagnostic imaging. Another revision surgery to re-insert the electrode array was performed successfully. The device remains implanted and in use.this is a final report.

Manufacturer narrative:
Conclusion: according to the information from the field a part of the electrode lead extruded through the skin behind the pinna. Reportedly the surgical wounds had healed completely after the initial implantation surgery, and the electrode lead did not extrude along the incision line. A revision surgery took place successfully. The device remains implanted and in use. This is a combined initial and final report.

Event description:
Recipient went to the hospital because he felt something behind the ear. An extruded and visible electrode lead was observed. Repositioning surgery took place on the (B)(6) 2019. The device remains implanted and in use.